Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while flushing an 8mm x 150mm smart vascular self-expanding stent (ses) delivery system, the pin-and-pull section was accidentally touched and the stent deployed outside of the patient. The device was not used and a new 8mm x 150mm smart vascular ses delivery system was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during an iliac procedure. The device was stored properly according to the instructions for use (IFU). There was no difficulty flushing the delivery system. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18382556 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿stent delivery system (sds) deployment difficulty premature/during prep¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, handling factors seem to have been a contributing factor since it was mentioned that the pin-and-pull section was accidentally touched. As per the instructions for use (IFU), evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while flushing an 8mm x 150mm smart vascular self-expanding stent (ses) delivery system, the pin-and-pull section was accidentally touched and the stent deployed outside of the patient. The device was not used and a new 8mm x 150mm smart vascular ses delivery system was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during an iliac procedure. The device was stored properly according to the instructions for use (IFU). There was no difficulty flushing the delivery system. The device will not be returned for evaluation.